Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed low vacuum error. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: e1.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported failure. The fse replaced a 5k maintenance kit and manifold drive as a preventive. The unit has passed all functional and safety test and was handed over to the customer for clinical use.

Manufacturer narrative:
Corrected data: b3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
Corrected fields: d4(UDI#) the maquet failure analysis and testing dept.(fat) received part number 0104-00-0018 manifold, drive serial number (B)(6) with a reported unit failure of low vacuum error. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018 manifold, drive serial number (B)(6) into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat dept. Tried to perform the k6, k6a, k7, k8 leak test, however the test would not start. This is an indication that there is a problem with the drive manifold. The drive manifold failed testing. Retaining the drive manifold in the fat dept. Per procedure.

Event description:
N/a.